Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2020 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralight st using echo ps (device #1). Per operative notes, ¿hernia sac was excised at the fascial edges. The ventralight st using echo ps (device #1) was placed around the defect and sutured.¿ (B)(6) 2020 - patient was diagnosed with infected hernia mesh (device #1) thereby underwent removal of ventralight st using echo ps (device #1). Per operative notes, ¿the inflamed skin at the mass site was excised. The mesh (device #1) was removed and sutured.¿ (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralight st using echo ps (device #2). Per operative notes, ¿ the hernia sac was excised. Adhesions were freed and ventralight st using echo ps (device #2) was placed around the defect and sutured.¿ (B)(6) 2021 - patient was diagnosed with infected hernia mesh (device #2) thereby underwent removal of ventralight st using echo ps (device #2). Per operative notes, ¿the previous scar was visible. The mesh was removed completely. The fascial defect was closed with sutures and a synthetic mesh was placed around the defect and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2019) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st using echo ps (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st using echo ps (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.